Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 125 results for three patient samples. Sid (B)(4), (B)(6) 2014 - 121.9 u/ml. The patient was tested on another architect analyzer with another reagent lot and generated a ca 125 result of 22.5 u/ml. The patient had a historical ca 125 of 31.7 in (B)(6) 2013, and a history of ovarian cancer in (B)(6) 2007. Sid (B)(4), (B)(6) 2014 - 71.2 u/ml. The patient had a historical ca 125 of 14.3 in (B)(6) 2013, and a history of breast cancer and stomach cancer. Sid (B)(4), (B)(6) 2014, 142.8 u/ml; (B)(6) 2014 , 133.2 x 2 u/ml. The patient had a historical ca 125 of 37.8 in (B)(6) 2013, and a history of uterine cancer (B)(6) 2014. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated falsely elevated ca 125 results for four patient samples. On (B)(6) generated a falsely elevated ca 125 result of 455.2. The sample generated a result of 33 when tested with another lot of reagent. The patient had a historical ca 125 result of 117.3 from (B)(6) 2013. On (B)(6) generated a falsely elevated ca 125 result of 121.9. The sample generated a result of 22.5 when tested with another lot of reagent. The patient had a historical ca 135 result of 31.7 from (B)(6) 2013. On (B)(6) generated a falsely elevated ca 125 result of 71.2. The sample generated normal results when tested with another lot of reagent. The patient had a historical ca 135 result of 14.3 from (B)(6) 2013. On (B)(6) generated a falsely elevated ca 125 result of 133.1. The sample generated lower results when tested with another lot of reagent. The patient had a historical ca 125 result of 37.8 from (B)(6) 2013. There was no adverse impact to patient management reported.

Manufacturer narrative:
Correction to lot number, from 29131m100 to 29131m500. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction to event description. Please reference MFR 1415939-2014-00034 for sn (B)(4), device #1 and MFR 1415939-2014-00033 for sn (B)(4), device #3. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lots 29131m500 and 29257m500 and acceptance criteria was met. Tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed and found to be adequate. No product deficiency and no malfunction was identified.